Event description:
Describe event or problem: restenosis and mi. In 2003, a restenosis of the stent in the distal rca was detected on a follow-up visit. Per reporter, it was not life-threatening, it did not require medical or surgical intervention to prevent a permanent disability, and it was resovled without sequelae. In 06/04, the pt experienced what was reported as a non-complicated, non q-wave mi. The ck-mb was greater than or equal to two times the normal value. The severity was listed as mild, it was not reported as life-threatening, it did not require medical or surgical intervention to prevent a permanent disability, and it was resolved without sequelae. Manufacturing review: review of the manufacturing route sheets and the post sterilization tests for drug elution, impurities and residual solvent revealed no anomalies that can be associated with the reported complaint. Clinical impression: this pt with a medical history of mi, ptca, htn, hyperlipidemia, and current smoker had two cypher stents implanted in 2002. These conditions increase the risk for a major adverse coronary event. The first lesion was the distal rca which was a confirmed restonic lesion measuring 2mm x 19mm, eccentric, and class b2. The lesion was 100% stenotic pre-procedure and residual stenosis was 28%. The cypher stent is indicated for discrete de novo lesions. A cypher 2.25mm x 23mm was implanted. The pt also had a cypher stent implanted in the proximal rca. In 2003, the pt had restenosis of the distal rca and per the reporter was unrelated to the device. The pt was treated and released the following day. In june, 2004, the pt experienced a non-q-wave mi and per the reporter was unlikely related to the device. There is no info available on the treatment for the restenosis or the mi. There are pt risk factors and lesion factors which may have contributed to the events. Conclusion: this complaint has been brought to co's attention by the post market surveillace program for cypher stents. From the cypher weekly complaint trending report this complaint is part of 0.09% myocardial infarction complaint rate for the cypher product family. No corrective actions will be taken; however, complaints of this type will be trended to determine if action is necessary. Please note that this device is distributed outside the united states; however, it is similar to the united states product. This is the first of two products used during the procedure or involved with this adverse event, which is associated with mfg report# 9610978-2004-01106.